Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of an 8.4 cm abdominal aortic aneurysm involving the right common iliac artery approximately 3 years ago and 10 months ago. At the time of the implant, a post-op CT showed a type 1 endoleak and a type ii endoleak from a suspect patent ima. One year and 9 months later, a CT showed enlargement of the aneurysm. One year and 1 month later, there was aneurysm enlargement, secondary to a type 1 endoleak. The decision was made to implant another manufacturer's cuff proximally and an intra-op angio showed that the endoleak decreased; however, the patient had a surgical conversion 8 months later. Aortic neck plication (folding) was documented. The type 1 endoleak and conversion were assessed to be related to the aneurysm and unrelated to the device or the procedure. The explanted stent graft was not reported for evaluation. No additional clinical sequelae were reported.

Manufacturer narrative:
Lack of information, films, operative reports and the explanted stent graft were not received, endoleak, folding of the aortic neck, type 2 endoleak. Conclusion: folding of the aortic neck, type 2 endoleak.